Manufacturer narrative:
The reported events of failure to capture, p-wave amplitude variation and sensing noise were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged tissue. Electrical tests did not find any conductor fracture, but internal shorts were noted between conductors. Destructive analysis found the inner insulation was damaged in the distal region consistent with procedural damage. Visual and x-day examination did not find any anomalies expect for the damage consistent with that occurring at the time of the procedure.

Event description:
New information received notes that the lead was explanted and replaced due to high capture threshold and over-sensed noise that resulted in pacing inhibition. The patient was discharged home.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent loss of capture on both atrial and ventricular channels was observed via remote transmission. Loss of capture was on frequent non-sustained ventricular oversensing episodes. An increase of capture threshold since 2018 and a decrease in sensing were noted on the atrial lead and loss of capture started on the ventricular lead on 18 october 2019. Clinic tests showed a capture threshold within normal range, but loss of capture was shown on electrograms. The patient felt tired. However, the physician alleged that it was due to non-capture on the atrial lead only with further evaluation. The programming change was made. The patient was stable.